Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient has experienced photophobia, discomfort and a scratch has been observed on the haptic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
The sample was returned which would indicate that the iol was removed during a secondary procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned in pieces inside a blue pouch. Solution was dried on the lens. One haptic is broken in the gusset area (haptic not returned for evaluation). The other haptic is nicked/chipped in the gusset area and is broken in the distal area in two areas. The optic is torn/cut into two pieces (typical of an insertion and removal). The optic has areas of gouge damage and areas that are split/cracked. A scratched haptic was not observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens was returned in pieces, typical of an insertion and removal. An evaluation for the reported haptic scratch damage could not be conducted due to missing portions of the haptics. There was no scratch observed on the portions of haptics that were available to be evaluated. (B)(4).